Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible through extreme upper body isometrics. During testing, the lead also exhibited low impedance. The device was reprogrammed and the patient would continue to be monitored.